Event description:
It was reported that during preparation, the catheter kinked. The case was completed with another of the same device. There were no reported clinical consequences to the patient.

Manufacturer narrative:
The lot number of the suspect device is unknown; therefore, the manufacture and expiration dates can not be determined.